Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis preloaded 1-piece iol model pcb00 which is distributed in the united states under (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after an insertion of an intraocular lens (iol) using the preloaded insertion system, model pcb00v, the surgeon observed the iol was torn in the patient's eye. Also, the trailing haptic remained in the cartridge. Balanced salt solution (bss) was used as a lubricant agent. The surgeon conducted removal and replacement in the same procedure. Additionally it was reported that an incision enlargement of about 3.0 mm was performed. The operation was delayed about 30 minutes due to the removal and replacement. Patient outcome is good. No further information as provided.

Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. One lens was returned cut into two pieces. The plunger component was observed in a fully advanced position and the cartridge was observed correctly engaged into lower body of the pcb00v device. Visual inspection at 10x microscope magnification was performed and a piece of lens from the preloaded system was observed stuck at the cartridge tube/tip. Also, part of the claimed lens was observed cut by the optic section. One lens haptic was observed detached confirming the reported issue. The condition observed in the lens is consistent with a lens that has been cut due ¿iol removal process¿. The complaint issue as ¿haptic detached, iol torn¿ (iol optic appears cut, ripped/torn) was verified in the returned unit. Manufacturing records were reviewed and the pcb00 units were manufactured according to specifications. There were no non-conformance reports generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.